Event description:
It was reported that during a stenting treatment procedure, the stent was malapposed and damaged. The target lesion was located in the right coronary artery (rca). The 4.0x38mm promus element stent was successfully deployed in the rca. Following stent deployment, an unknown filter wire device was used. The filter wire became stuck in the deployed stent that was not well apposed and the implanted stent became damaged. The filter wire was removed and the stent remained implanted. The implanted stent was post-dilated. There were no further patient complications reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).